Event description:
Clinic notes dated (B)(6) 2013, indicate that the patient has been diagnosed with obstructive sleep apnea. Attempts have been made for additional information; however, they were unsuccessful. No additional information has been provided.

Event description:
Additional information was received stating that the sleep apnea was not associated with stimulation. The neurologist stated that there is no relationship between the sleep apnea and vns. No programming or medication changes preceded the onset of the sleep apnea that may have caused or contributed to the reported sleep apnea. It is unknown if the patient had a medical history of sleep apnea prior to vns.